Event description:
Procedure type: cosmetic (thighplasty). According to the reporter: two months post-operatively the pt came into clinic with a partial dehiscence and infection. A wound washout was performed. Allegedly the pt experienced tissue damage and/or pt injury and will go back to the operating room for scar revision surgery.

Manufacturer narrative:
(B) (4). (B) (4).